Manufacturer narrative:
The technical support engineer (tse) discussed the issue with the customer and scheduled time to remote into the device to assist in resolving the issue. The tse advised the customer to perform a power drain of the device. The tse was able to log into the device remotely and perform testing and evaluation. Results of functional testing indicate that the tse was able to remotely resolve the issue. The tse uninstalled and reinstalled the flex cardio, and updated the flex cardio. In addition, the tse performed a purge/shrink of the device. The tse followed up with the customer who confirmed that the issue had been resolved. Based on the information available and the testing conducted, the cause of the reported problem was a software failure requiring a power drain and reinstallation. The reported problem was confirmed, the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the xper flex cardio 2010 rev-c-exchange indicating that the sweep speed on the boom monitor was displaying faster than on the host. The customer states that a device restart resolves the issue. There was no report of a death or serious injury, no report of misinterpretation or misdiagnosis, nor was there a report of any adverse impact to any user or patient.